Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that during intubation procedure, leakage from the endotracheal tube was experienced. Customer reported "the leak came from where the inflation line is molded to the tube. The patient was re-intubated, no harm to the patient."